Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal follow-up, the device was unable to interrogate a device. There was no presence of electromagnetic interference during the interrogation attempt. The device still could not be interrogated with radio frequency and another programmer. The device was explanted and replaced. The patient condition is fine.